Manufacturer narrative:
Reviewed DHR, no issues were detected during manufacturing. Rec'd one device with open pouch; stent and positioner returned; all of the loops were broken. Suture missing from device. The root cause for this event is unknown. It is believed that excessive force by the customer may have contributed to the event.

Event description:
This event was previously filed under MFR report number #1828132-2006-00003. The original medwatch report contained inconsistencies, such as, the incorrect bsc reference number and MFR report number. No effect on original findings. This report reflects corrections. Based on the info provided initially, this event was determined to be reportable only after the MFR's investigation. It was originally reported that the string was broken. One device was rec'd by the MFR for investigation in which the bladder loops were detached. The suture was missing from the devices. The root cause for this event is unknown. It is believed that excessive force by the customer may have contributed to the event.